Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-70, serial: (B)(4), batch: 7033740.

Event description:
It was reported that the patient was having an excruciating abdominal pain even when the device was turned off. It was also stated that the patient was experiencing undesired sensations on non targeted areas and weakness on her legs. Issues were not able to resolved by reprogramming. The patient was having discomfort at the ipg site. All device components were explanted and were not returned.